Event description:
In 2008, boston scientific corporation was informed that during an esophagogastroduodenoscopy, when the resolution clip device clip was advanced out of the catheter, it would not open. The procedure was completed with another of the same device without any patient complications. Patient is "fine".

Manufacturer narrative:
.